Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a return of pain, an impedance issue, high impedance on contacts 0-7 (>10,000 ohms), and loss of stimulation coverage across all programs utilizing the affected contacts. The patient reported that the controller would not allow an increase in intensity and, if lowered, would not return to the original setting. A connectivity test and two impedance checks were performed, confirming the high impedance and loss of function in contacts 0-7. An attempt to reprogram the device to regain coverage of the painful areas was unsuccessful. The findings were discussed with the physician and patient, and further discussion regarding the possibility of replacing the paddle lead with a neurosurgeon was planned. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.